Manufacturer narrative:
E1: (B)(6) hospital. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope screen became noisy. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide correction. The supplement report 9610595-2025-22612 (follow-up #1) was sent in error as a noisy screen would cause or contribute to a death or a serious injury if it were to recur. The initial report 9610595-2025-22612 was correctly submitted. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections to the initial report. Updated fields: b5, h2, h11. This report was sent in error 'screen became noisy' would not cause or contribute to a death or a serious injury if it were to recur. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.